Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. At 23.8cm from the collar, the shaft was kinked. There was tip damage to the device. Distal from the shaft kink to the tip of the device, there was shaft damage which is consistent to drag or scrapping of the device which caused exposed braiding. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. The partially detached collar and shaft, shaft kink, shaft damage and tip damage found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 25jan2022. It was reported that the device could not cross lesion. The over 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device could not cross lesion due to severe calcification. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a partial detachment of the collar and shaft.